Event description:
On (B)(6) 2025, a 70-year-old male patient underwent placement of an impella cp mechanical circulatory support device for treatment of an acute myocardial infarction with associated cardiogenic shock. The patient was transferred to a tertiary care center following device implantation. During ambulance transport, the patient experienced a cardiac arrest and underwent resuscitation. On (B)(6), the patient was noted to have absent pulses in the left femoral artery. The impella device was positioned in the right femoral artery. A vascular surgery consultation was obtained. No additional vascular-related documentation was available. This case will be coded as a cardiac arrest with resuscitation.

Manufacturer narrative:
The root cause of the injury was unable to be determined due to insufficient clinical details.